Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle there was an issue with deformed stopper. There was no report of injury or medical intervention.

Manufacturer narrative:
One sealed packaged 1ml s/t syringe with needle was received, confirmed to be from batch #8092884 (p/n 309626). It was visually evaluated. The syringe was found to have a jammed stopper. Potential root cause for the jammed stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd tuberculin syringe with bd precisionglide detachable needle there was an issue with deformed stopper. There was no report of injury or medical intervention.